Event description:
Customer reports being exposed to quality control material while crushing direct check control vial. Customer did not report if the protective sleeve, which is required to activate controls for use, was used. No report of adverse event, serious injury, or intervention. This event occurred in a foreign country.

Manufacturer narrative:
(B)(4). MFR method, results, conclusions: MFR unable to perform evaluation as quality control product not being returned from user facility and user facility unable to provide lot number of quality control product involved.